Manufacturer narrative:
The complaint investigation for false positive advisedx sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot number 21412fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Return testing was not complete as return samples were not available. Device history record review on lot number 21412fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer observed a false positive result for one patient, while using advisedx sars-cov-2 igm reagent lot number 21412fn00. The patient was positive with sars-cov-2 igm testing but was negative when tested with sars-cov-2 igg testing. In this case, no specific patient history was provided. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the advisedxsars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Per summary and explanation section of the sars-cov-2 igm package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, advisedx sars-cov-2 igm, reagent lot number 21412fn00, is performing as intended, no systemic issue or deficiency of the reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive advisedx sars-cov-2 igm result for one patient, who hasn¿t been exposed to covid-19, on an architect i1000sr analyzer. The patient was positive with sars-cov-2 igm testing but was negative when tested with sars-cov-2 igg testing. There was no impact to patient management reported.